Manufacturer narrative:
Device received on 7/11/2019. Device evaluation completed on 7/22/2019: the analysis results showed that the device appeared intact. Leak testing was performed and no leak sites were detected. No anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown smooth saline breast implants which the right side deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the patient is scheduled for removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor realized that this information inadvertently missed from previous submission: patient underwent bilateral removal and replacement as follow: right replaced with 3504004bc, serial number (B)(4), and left replaced with catalog number 3504504bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).